Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Common device name: phx. Concomitant medica; products: unknown glenosphere cat#ni lot#ni. Mini tray +10mm cocr +3 offset cat# 110031404 lot# 64323385. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02619.

Event description:
It was reported that a patient underwent a revision procedure due to a chronic dislocation of a comprehensive reverse shoulder. The bearing and tray were revised. Attempts have been made and additional information on the reported event is unavailable at this time.